Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. A photo was provided by the customer; however, we are unable to confirm the failure mode. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Correction report to update "medical device problem code" (h6/f10).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Corrected fields: d1, f2a, d4. This follow-up is to update product ID (medihoney 405).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The mother of a patient reported that her daughter had an allergic reaction after the use of medihoney to treat a second degree burn. As per doctor's instructions the patient was going to the hospital to change the dressings and medihoney application. After 10 days the patient developed an allergic reaction and the doctor stopped the use of medihoney and replaced with another product.